Event description:
It was reported that bd maxzero needless connector had connection issues. The following information was received by the initial reporter with the following verbatim it was reported by the customer that needleless connector cap stuck on PICC [peripherally inserted central catheter] lumen. Tried several times to remove and used orange tourniquet to attempt to remove but could not.

Manufacturer narrative:
Vno product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz1000-07 and lot# 25055304 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15may2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.